Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that performing invalidate home did not resolve the issue. A x-stage cover was replaced and system was re-homed which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cover has not been received by the manufacture for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the gantry of the imaging system was unable to dock. Performing a invalidate home and motion calibration did not resolve the issue. There was no patient present at the time of the issue.